Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient got overwhelming stimulation on (B)(6) 2016 out of nowhere. The change in therapy/symptoms was noted to have been sudden. The patient turned off the ins the night before and believed she turned it back on that morning but wasn't 100% sure. During the day the patient got a shock out of nowhere and then turned the ins off which resolved it; she did not experience symptoms when the ins was off. It was noted that impedance measurements had not been taken, there were no falls/trauma reported that could have been related to the issue, and the therapy change was not related to positional movement. The patient turned the ins back on during the call with the manufacturer on (B)(6) 2016 and got the shock again. The patient was walked through her programs on group a which was noted to be the group that was being used. The patient saw that program 1 was at 0.0 volts (v) but did not go over to program 2, 3, or 4. The patient was walked through turning all groups to 0.0 v and the patient turned the ins on again feeling no stimulation as expected. The patient went from program 2 at 4.5 v to 3.1 v, program 3 at 4.0 v, program 4 at 3.5 v to 2.1 v, and program 1 at 0.0 v to 2.1 v. It was noted that the patient had not previously done anything as far as making adjustments but she didn't seem well versed on her system. Troubleshooting resolved the issue. It was noted that the patient was to follow-up with a healthcare professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.